Manufacturer narrative:
The previously reported death occurred approximately 72 hours post implant. It was reported that the patient death event was a patient issue and not a device issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data - date of death. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was implanted in the lad. The lesion was non-tortuous, mildly calcified and had 90% stenosis. It was reported that the patient died from a cardiac arrest. No alleged product issue is reported.